Event description:
It was reported that the user experienced episodes of hypoglycemia and hyperglycemia while using the ilet bionic pancreas after frequently not announcing meals, entering meals as less than usual, and announcing a meal while already hyperglycemic, with a noted high of 360 mg/dl followed by a drop into the 40s; the user also had been underfilling infusion set tubing during supply changes, and a factory reset and full retraining on meal announcements and proper tubing fill were completed. Symptoms included hypoglycemia. Outcomes included user education, device factory reset, and return to automated therapy. Investigation included technical support review, user coaching, and device setup verification. Investigation of this case revealed user handling and use errors related to meal announcement practices and infusion set priming that contributed to glycemic excursions, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.